Event description:
A doctor reported 4 pts who experienced infectious corneal ulcers. The pts experienced a total of 7 events. Pt 1 experienced 1 ulcer, pt 2 experienced 3 ulcers, pt 3 experienced 2 ulcers and pt 4 experienced 1 ulcer. The doctor reported that in each event the pt was instructed to d/c contact lenses (cl) until the ulcer resolved. In each event, the ulcer resolved. Pt 2 wore acuvue oasys cl. The onset of symptoms and dx of ICU ou while wearing oasys cl was in 2008. This record created to report infectious corneal ulcer od. The treatment regimen included d/c cl x 3 weeks. Vigamox every 15 minutes x6 then q 30 minutes x6 then q 3hrs. Ecp stated that the ulcer has resolved. See MDR #1033553-2008-00042 to capture event in the other eye. The suspect cl is not available for evaluation. The lot number was not available for DHR investigation. MDR reportable events are reviewed in quarterly management review meetings. Any additional information will be reported within 30 days of receipt.

Manufacturer narrative:
No conclusion can be drawn.